Event description:
As reported through the implant patient registry, the patient expired from unknown causes on the same day as the tavr procedure.

Event description:
Per the patient¿s medical records, prior to the tavr, the patient underwent the induction of general anesthesia. The patient became significantly hypotensive and required multiple vasoactive agents to restore her blood pressure. The patient was then prepped and draped in standard fashion. The transapical tavr was performed and the 26mm sapien valve was successfully deployed with trivial pvl. The introducer sheath and wire were removed and the pursestring sutures were secured. Following the procedure, the patient was transferred to the ICU in satisfactory condition with a cardiac index of 2.3 lpm. While recovering in the cvicu, the patient became hypotensive in the evening. She was given a bolus of albumin and vasopressors were titrated. Hypotension continued and she developed atrial fibrillation with a rate between 90-100. An echo showed fluid around the pericardium. Her heart rate decreased and she 100% ventricularly paced. A pericardiocentesis was performed with aspiration of dark clotted blood. Shortly after, she became asystolic and CPR was started. Her thoracotomy incision was reopened and internal CPR was started. She received multiple rounds of epinephrine, calcium bicarbonate and bicarbonate. After 27 minutes of CPR with no return of rhythm, death was pronounced. A review of the monitor strips showed that there was hypoxia with saturations of 80% a few minutes after 10 pm and pa pressures began to rise. Immediately before the cardiac arrest, the pa pressures became supra-systemic, with pa pressures in the 70¿s and systemic pressures in the 50¿s. During resuscitation, the pa pressures were usually greater than the systemic pressures during compressions, with pa pressures as high as the 130¿s at times. During the resuscitation efforts, there was no bleeding from the ventricular cannulation site and the heart seemed to compress poorly with the internal CPR. Arterial blood gas performed towards the end of the resuscitation demonstrated significant peripheral hypoxia with hypercarbia. An autopsy was requested, but denied by the patient¿s family.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation as there was no indication of product malfunction. Post procedure and late ventricular arrhythmias can be associated with patient factors such as poor ventricular function, inadequate coronary perfusion, tamponade, hypovolemia or electrolyte deficiencies (e.g. Hypokalemia, hypocalcemia, hypomagnesemia). Ventricular arrhythmias can also be associated with significant post procedural bleeding from the ta access site. This patient population is typically elderly, may be non-operative or high risk, have complex medical histories, multiple co-morbidities, and lower cardiac reserve that can limit their ability to recover from the medical conditions above. In the absence of valve dysfunction or valve related ischemia, post-procedure and late ventricular arrhythmias are highly unlikely to be related to the implanted valve. In this case, the exact cause of the event was not provided and autopsy was not performed. It is possible that the patient¿s advanced age and cardiac pathology (e.g. Severe aortic stenosis, severe mitral regurgitation, diastolic heart failure, htn and cad) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.